Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the patient reported the drug did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-12. Investigation summary: three open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a hooked cannula was observed on all three samples. A clog test as per tp700483 was carried out on all three samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: unknown. Initial reporter zip code: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter: the patient reported the drug did not come out.